Event description:
A us distributor reported that a monitor failed a flash test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (sd card fault) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited a failed flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.